Manufacturer narrative:
Mml reference #: (B)(4).

Event description:
It was reported that the patient could not feel stimulation on the left side. There was no report of patient harm or injury. The clinical specialist troubleshot the issue with the patient and confirmed that all electrodes on the left side were out of range/high impedance failure. The patient was reprogrammed to unilateral stimulation and can use the device. The patient reported increased pain at the three-month follow-up visit but reported feeling better before the lead failure. The patient underwent revision surgery to replace the left lead. A new lead was implanted without complications. Although the implanting surgeon was advised to remove the defective lead, he preferred to leave it inside the patient. No part is expected to be returned. Therefore, the root cause of the malfunction cannot be verified. The device history record was reviewed. No non-conformances were found.